Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of a broken pin observed when disconnecting the system controller was not confirmed. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. Additionally, there were no photos, videos, or log files submitted that would indicate an issue with the system controller or power cables. Multiple attempts were made to obtain additional information about the reported event such as if log files could be provided, if the issue resolved after the system controller was exchanged, and the tracking information; however, no response was given. If the product returns for analysis, the file will be reopened to address the return. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿ indicates under the subsection entitled ¿guidelines for power cable connectors¿, how to properly connect/disconnect the power cables from power sources, including lining up the half circles inside the connectors and never twisting or forcing the connectors. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial #: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller was not registering on the clinical screen. When the system controller was disconnected, a broken pin was observed. The patient was given a new system controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.